Manufacturer narrative:
Suspect device originally distributed as cs100, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling. A getinge field service engineer (fse) evaluated the unit and confirmed unable to reproduce the problem stated by customer. Fse performed all functional checks and calibrations. Unit has passed all test and calibration verification and is now ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) has timing issues. There was no patient harm reported.